Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from a manufacturer representative (rep). The rep reported that the device was replaced. The patient battery was not charging correctly. It would show full charge but still would not hold a charge. They could not use the stimulation. The patient recovered without sequela.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient (pt) who was implanted with an implantable neu rostimulator (ins). Caller is meeting with pt for post-op follow up as pt was implanted 2 weeks ago. Ins does not have any programming in it. Today, prior to the call, the caller said they charged the ins for about 45 minutes. Caller tried to interrogate the ins with the tablet to program ins but they received a message that the ins charge level was too low. When started a recharge session with the ins, it was showing with battery in red. After charging it several minutes, the ins charge level jumped up to 50%. Caller then stepped out of the clinic room and came back a couple of minutes later and the ins was at 100% charge level. Technical services (tss) started consulting with manufacturer engineer (eng) about the scenario. When caller tried the tablet again, they got the same message that the ins charge was too low. Eng recommended trying to use disable feature on controller to reset ins. This was attempted 2x but at the end of each attempt the result was "device not found". Since ins was still showing as depleted/in red, tss reviewed trying to do one long consistent recharge session with the ins so they could fully charge it to 100% with finished status. Tss reviewed this with caller and caller started recharge session with pt. The charging session started out with passive charging with numbers around 91-94 and then after a few minutes, it transitioned to a normal charge screen with ins showinglow/in the red and tss would call caller back after a bit to check on their progress. Tss called back about 20 minutes later and caller had interrupted recharge session to try to interrogate ins with the tablet but this again showed low ins battery charge level. During this time, the caller had also tried different combinations of a spare/used recharger (rtm) and spare controller with new components but the charging results were the same (the spare components were not new). The caller restarted the charging session and then the ins was again showing charging to 50% quickly and then it would jump to 70% after a very short time. Caller tried again to sync ins with tablet but ins was still charged too low per tablet. Caller started ins recharge session again and again the ins was charging quickly to 50% , then 70% and they were also getting a beeping message. When waking up the controller, the screen said "recharging needs attention" and when refreshing recharge session, the ins was again showing as depleted/in the red. The pt's ins pocket is healing well and there's no concerns about swelling. Tss reviewed need to charge ins from a depleted state to a fully charged state in one recharge session. Caller is going to assess if the pt wants to try this or not. Pt lives 2 hrs away. Tss also reviewed having pt come into clinic to try this, just making sure that pt fully charged their controller prior coming into clinic. Tss asked caller to do a disable attempt again on ins (at eng's suggestion) before pt went home today. On 2024-aug-02 additional information was received from the rep. The controller serial number and software version of the app were provided. The rep clarified the recharging was jumping from zero to 50% to 100% and then back to zero. The cause has not yet been determined. Actions taken include: disabling and re-enabling the battery did not have any results. Patient (pt) charged their programmer to 100% then initiated recharging at home. Patient reported that it charged up and when they checked it pt saw 40%, 60%, 80% then 100%. Pt recharged for at least an hour and it showed 100% and was not jumping around and back to zero on pt programmer. However, the recharging never said ¿finished¿ with a solid green light but continued to flashing green light but kept showing 100% charged. Rep had pt unplug recharger cable and try to communicate pt programmer to stim battery and it showed ¿cannot find device¿. Rep said they get a no device found message when the recharger is not connected. Rep had pt take out pt programmer battery and put back in but did the same thing twice and would not find device. The issue was not yet resolved and they will call technical services again. Logs were retrieved. The rep also reported the ins has not been turned on yet. On (B)(6) 2024 rep called with patient today and controller indicated ins needed to be charged. Caller recharged ins for a couple minutes and charge jumped to 70%. Caller attempted to interrogate ins with tablet but was unsuccessful as tablet indicated it was unable to connect and therapy was unavailable. Caller went back and connected to ins with patient's controller and it showed ins was empty/in the red. Caller stated they've tried disable device command several times already along with different external components. Caller stated they attempted to place ins into MRI mode with controller and received system problem d202. Caller indicated they've discussed replacement with neurosurgeon and they are willing to replace ins, if needed. Tss reviewed warranty process and that ins will need to be returned if they decide to explant it. Technical services (tss) transferred caller to healthcare it to obtain log files from attempted interrogation.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
H3: analysis of the ins (s/n: (B)(6)) revealed that the implantable neurostimulator (ins) that there was abnormal function of an integrated circuit on the hybrid circuit board of the implantable neurostimulator (ins). Upon receipt of the device bodily fluid was observed. H6: coding has been updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.